Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Tracking number (B)(4).

Manufacturer narrative:
(B)(4). Date follow up report 01 sent 04/08/2015.